Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Information was provided that indicated the use of a non-qualified component. The diopter of the lens model was beyond the range that was qualified for use in the company component. The handpiece and viscoelastic indicated were qualified for lens model when used with a qualified component. The root cause for the reported complaint was most likely related to a failure to follow the IFU. A non-qualified cartridge was indicated. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The sample was not returned for an evaluation. If the sample becomes available, the file will be reopened and updated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during surgery, they noticed that the haptic of the lens cracked, and multiple cracks were found in the optic of the lens after insertion, requiring cutting and removal. Additional information has been requested.